Event description:
The reporter contacted animas on (B)(6) 2013 and reported a display (damaged lens) issue. The reporter stated the pump screen became blank after a fall; further inspection revealed the display screen had cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen has visible cracks and was found to be scratched. The pump has audible and vibratory sounds but does not go to the verify screen and the display remains blank. Investigators removed the pump cover; inserted test display screen. Test display screen powers on the verify screen with normal contrast.